Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a patient with a 102f fever, and they have been unable to bring it down using medication and ice packs. They want to know if they have any other suggestions. Explained they cannot give medical advice or treatment plans for specific patients. However, the arctic sun's indications were the arctic sun temperature management system was a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Per follow up information received via phone on 02may2025, spoke with nurse, who stated they discontinued therapy early due to patient condition. Patient was seizing and had poor prognosis. They could not provide further patient information. Device sn (B)(6) had remained in service.

Event description:
It was reported that the nurse stated they have a patient with a 102f fever, and they have been unable to bring it down using medication and ice packs. They want to know if they have any other suggestions. Explained they cannot give medical advice or treatment plans for specific patients. However, the arctic sun's indications were the arctic sun temperature management system was a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported issue could not be determined. They want to know if they have any other suggestions. Explained they cannot give medical advice or treatment plans for specific patients. However, the arctic sun's indications were the arctic sun temperature management system was a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Per follow up information received via phone on (B)(6) 2025, spoke with nurse, who stated they discontinued therapy early due to patient condition. Patient was seizing and had poor prognosis. They could not provide further patient information. Device sn (B)(6) had remained in service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a patient with a 102f fever, and they have been unable to bring it down using medication and ice packs. They want to know if they have any other suggestions. Explained they cannot give medical advice or treatment plans for specific patients. However, the arctic sun's indications were the arctic sun temperature management system was a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Per follow up information received via phone on (B)(6) 2025, spoke with nurse, who stated they discontinued therapy early due to patient condition. Patient was seizing and had poor prognosis. They could not provide further patient information. Device sn (B)(6) had remained in service.